Event description:
Treatment of an aneurysm. After shaping, it was reported the guidewire was inserted into the catheter, and exited out of the catheter prior to the distal tip. No pt injury reported.

Manufacturer narrative:
The catheter has been evaluated. The catheter tip is partially separated at the point between the marker band and the end of the catheter braid. This separation is likely where the guidewire was reported to have exited. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter prior to use.